Event description:
Caller alleged discrepant results compared with the lab. Results as follows: inratio: 5.0. Lab: 3.0. Venous draw was taken within 10 minutes of meter testing. No bleeding.

Manufacturer narrative:
Investigation pending.